Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was about to close the wound, but the spring in the handle was detached, and the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also observed that the device was returned without the oversheath and the handle felt disconnected from the distal section. Microscope examination was performed and the clip wings were inside of the capsule windows. The clip arms were misalligned and the bushing had hits on its hooks. It was also observed that the bushing tabs were rounded and the clip assembly was damaged. Dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were found to be out of specification, confirming the deployment failure. Additionally, x-ray analysis was performed for further analysis, and it was found that the yoke was disconnected from the control wire. No other issues were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was about to close the wound, but the spring in the handle was detached, and the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.